Event description:
Customer received result of 598 mg/dl on the mobile system and a result of 216 mg/dl on the performa combo system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer returned an empty test cassette; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. This medwatch report is for the suspect device used in the mobile system (lot number 278235, expiration date 10/31/2014). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the performa combo system.